Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the rep was attempting to program an ins that was in the box, when attempting to connect to the ins a validation error message was displayed. At the time of the call the caller was power cycling the tablet. The caller attempted to connect to the ins and a validation error message was displayed. The caller pressed continue on the validation error message and was able to connect to the ins. The troubleshooting steps that were taken on the call resolved the issue. The ins was not implanted in a patient, so tss did not ask for md information.

Manufacturer narrative:
Other relevant device(s) are: product ID: a71200. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.